Event description:
The pump is reportedly not responding to any of the buttons. The up, down, and ok buttons reportedly have to be pressed multiple times for a response and they feel flat. The pt claimed the keypad is still intact and the pump has not been exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to all the buttons and there was adhesive/contamination found under the button contacts.